Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was getting c-34 error on the generator. The technical support engineer (tse) viewed logs and confirmed the error. Prior to calling, the site tried both energy ports, a different energy cord, and rebooting the integrated electrosurgical unit (iesu). Caller found the iesu power cord was plugged into a power strip and moved it over to a wall outlet with no change. The customer then stated they were going to bring in another generator. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue and had c-34 error on bootup. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vio integrated electro surgical unit (iesu) involved with this complaint to perform failure analysis. The iesu was analyzed and found to have an error c-34 when it was placed on an in-house system and run in normal mode. The complaint was confirmed based on the failure analysis.

Event description:
Refer to h10/h11 for follow-up information.